Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient that was receiving unknown baclofen, hydromorphone, prialt and bupivacaine via an implanted pump. The indication for use was non-malignant pain and chronic low back pain. It was reported the patient was experiencing a feeling that their skin was crawling on (B)(6) 2019. The patient was concerned they were experiencing withdrawal. The patient was instructed to activate the ptm more frequently. The clinical diagnosis was it opioid withdrawal. It was indicated the event was related to the device or therapy and possibly related to the drug hydromorphone. The issue resolved without sequelae on (B)(6) 2019. The patient's weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the pump was infusing dilaudid 10 mg/ml for a total dose of 0.500 mg/day, prialt 25 mcg/ml for a total dose of 1.250 mcg/day, unknown baclofen 250 mcg/ml for a total dose of 12.50 mcg/day, and bupivacaine 10 mg/ml for a total dose of 0.500 mg/day. No further complications were reported/anticipated.